Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the device evaluation and the legal manufacturer's final investigation. Additional information added to field: d8, d9, h3, h6, h11. Corrected fields: d10, e2, e3, g2 (information was inadvertently missed). The device was returned for evaluation and the customer's reported issue of b30 error was confirmed. It was also found that no image was displayed with 180 series scopes. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it is likely the b30 error occurred due to a communication abnormality with the scope caused by worn pins on the video connector socket. In regard to the loss of image found during evaluation, it likely occurred due to patient board failure. However, the definitive cause could not identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center had a scope communication error b30 which was observed on multiple scopes. The issue occurred during setup for a diagnostic flexible cystoscopy. There was a 5-minute delay, and the procedure was then completed. The patient was awake and only had local anesthesia. There was no patient harm.